Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced scar tissue which results into hyperglycemia on (B)(6) 2024. The blood glucose level was over 500 mg/dl and the patient tried to treat with correction bolus via pump. However, patient was hospitalized and eventually shifted to intensive care unit (ICU) for the treatment and received intravenous fluids of saline and insulin. No further information available.